Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04725. It was reported the patient did not use the scs system for three months due to inadequate stimulation. Surgical intervention may be pending to address the issue.